Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2019, due to sepsis and cerebral bleeding. The device was working as expected during support. No autopsy was performed, and the device was no explanted. No product will be returned for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists stroke, bleeding, sepsis and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to sepsis and cerebral bleeding. The pump was working as expected for the whole time of support. No autopsy was performed. The pump was not explanted and would not be returned for evaluation.